Event description:
It was reported that the lead threshold was high and the impedance was low. The physician suspected a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed and pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints. Performance data collected from the device was analyzed. No anomalies were found.